Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose or diabetic ketoacidosis. Blood glucose value at the time of incident was unknown. The hospital details and auto mode status was unknown. The insulin pump will be returned for analysis.